Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.

Event description:
The customer reported a colleague infusion pump with an inoperative "select" button on the channel a pump head module. This event occurred during biomedical testing. No pt injury or medical intervention was associated with this event.